Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part and lot numbers were not reported. Factors that may contribute to the resistance between the devices and cause difficulties during retraction may include, but not limited to, manufacturing, guide wire coating, device placement technique, inner diameter of guide wire lumen, outer diameter of the guide wire, coagulation of blood or other contaminate, damage to the guide wire, or damage to the other devices used in the procedure. The investigation was unable to determine a conclusive cause for the reported difficulty to remove. Based on the reported information, it is possible that when the guide wire looped over the sensor device the tip became damaged causing resistance or the difficulty to remove during retraction; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure to implant a sensor in the left pulmonary artery (lpa), the guidewire looped around the sensor delivery system in the right atrium and ventricle. The loop could not be resolved, and the sensor delivery system could not be removed, so all devices were removed as a single unit. Another sensory unit was implanted without issue. There was no adverse patient effect or a clinically significant delay in procedure. No additional information was provided.